Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the roller clamp on the IV administration set is difficult to adjust drip rate, and it is leaving marks on the IV tubing itself.